Event description:
Per the audiologist, the pt experienced a decrease in performance in 2001. The results of integrity tests about one month later, and in 2002 showed normal receiver stimulator function with two, then three faulty electrodes. The pt's sound processor was reprogrammed. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery. The MFR was not notified prior to receiving the device.

Manufacturer narrative:
This type of event is addressed in the device labeling.